Event description:
It was reported that the implantable cardioverter defibrillator (ICD) premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 6984m adaptor (B)(6) 2006, 4076 implantable pacing lead (B)(6) 2006, 6949 implantable tachy lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.